Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a patient was hospitalized due to fluid overload coincident with peritoneal dialysis therapy. The fluid overload was reported during follow up on an unrelated event. The peritoneal dialysis registered nurse for the patient stated that the patient was hospitalized for three days. The patient did not present signs or symptoms of fluid overload. The excess fluid was removed with a higher concentration solution. Additional information was requested but was unavailable.

Manufacturer narrative:
Plant investigation: the actual device was not returned to the manufacturer for physical evaluation. Further investigation was not able to be performed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Should additional relevant information become available, a supplemental report will be submitted. Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported fluid overload event. There is a temporal relationship between the patient¿s event of fluid overload and pd therapy on the liberty select cycler. Based on the available information, it cannot be concluded if the liberty select cycler caused or contributed to the fluid overload event. Should additional information become available, this investigation will be reevaluated accordingly.